Event description:
Boston scientific received information that this pacemaker had declared elective replacement time (ert) and was explanted. Device interrogation after explant noted a battery status of beginning of life (bol). The device will be returned for analysis. It was reported that the patient had recently experienced a syncopal episode.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted a mark that would indicate electrocautery discharge to the case may have occurred. All telemetry operations are normal and the hex memory download is complete. The device passed all manual electrical measurements and normal pacing and sensing was confirmed. It was concluded that exposure of the pacemaker to electrocautery caused a temporary reduction in the battery voltage and system reset. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.